Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was error code 46440. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to inaccurate downstream occlusion seal reading. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 46440. There was unknown patient involvement, no injury was reported.